Event description:
During case several instances of suture breaking. One time when snaring down on tourniquet, at least one other while tying knot.¿ both time suture broke in middle rather than at the needle.¿ 6-0 prolene m8805.¿ box removed from or.¿ supplier contacted to replace suture, company rep contacted.